Manufacturer narrative:
Event date is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.